Event description:
It was reported that one day post-implant, it was noted that the right ventricular (rv) lead had dislodged. The rv lead was repositioned at the apex and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.